Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 27mm porcine mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 12 years due to unknown reasons. No additional information provided.

Event description:
It was reported that a patient with a 27mm porcine mitral valve underwent a valve-in-valve procedure after an implant duration of 12 years due to severe mitral stenosis and mild mitral regurgitation. The tmvr was performed with a 26mm 9600tfx transcatheter valve. Post valve deployment, tee confirmed trace paravalvular leak and no other complications. The patient was transferred to the ICU post procedure. The patient was discharged home on pod #1 in good condition.

Manufacturer narrative:
(Additional manufacturer narrative) stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.